Manufacturer narrative:
The suspect device has been disposed. A device evaluation will be performed; therefore, the cause of the reported event cannot be determined.

Event description:
In 2008, it was reported that the resolution clip device clip would not advance through the protective sheath. Another of the same device was used to complete the procedure without any patient complications. Patient is "stable".